Event description:
During an endoscope retrograde cholangiopancreatography (ercp), a cook fusion omni-tome pre-loaded sphincterotome was used. Upon doing sphincterotomy, the cutting wire would not cut effectively. The device allowed coagulation/burning but did not cut properly. The end of the sphincterotome will not bow when the handle is fully engaged. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a visual examination was initially conducted and it was noted that the sphincterotome break through channel had been completely utilized and it was noted at approximately 20cm from the distal end, the catheter tubing and internal drive wire exhibited twisting. No other visual deformities were observed. It was noted that the cutting wire was fully intact. The electrical pins on the handle were examined and compared with unused product and both electrical prongs were in the appropriate position and no deformity was detected. The returned product was uncoiled and the handle was manipulated with ease. The product functioned as intended with the cutting wire bowing appropriately, thus indicating the product would cut as intended. To check the product burning capabilities the electrical continuity of the device was evaluated. The device was attached to an active cord and ohm meter. The product exhibited a solid continuity circuit, thus indicating the product would burn as intended. Finally, a laboratory simulation was then conducted to evaluate the overall functionality of the sphincterotome. A force ic 20 electrosurgical generator unit was used with the setting at coag 30 watts. This setting was chosen as this represents the low end electrical range to simulate the most challenging scenario to ensure adequate burning. A grounding plate was used along with the appropriate active cord that is compatible with the accessories. The device was attached to the equipment and a simulated tissue substance was placed on the grounding plate and was then cut in numerous locations. During the evaluation, the device functioned as intended and the simulated tissue was effectively and efficiently burned and cut simultaneously. Throughout the laboratory evaluation there were no discrepancies or anomalies detected that could have contributed to the said report and it was concluded that the product functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be exactly duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. The returned product functioned as intended during a laboratory simulation. A discrepancy or anomaly that could have contributed to the reported observation was not observed. This limits our ability to conclusively determine a cause. The instructions for use caution the user that any electrosurgical accessory device constitutes a potential electrical hazard to the patient and operator. Fulguration and burns are listed in the instructions for use as possible adverse effects. In order to perform a sphincterotomy, a sphincterotome cuts and burns by use of the power provided by the electrosurgical unit (specifically, the electrosurgical unit is used to apply cautery through the sphincterotome). Per the instructions for use: possible adverse effects include, but are not limited to: fulguration, burns, nerve and/or muscle stimulation and cardiac arrhythmia. Before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode. Ensure a proper path from patient return electrode to electrosurgical unit is maintained throughout procedure. Do not over flex or bow tip beyond 90 degree, as this may damage or cause cutting wire to break. Prior to distribution, all cook endoscopy fusion omni-tome sphincterotomes are subjected to a visual and functional test to ensure device integrity. The functional test includes verification of the ohm meter to verify continuity between the cutting wire and electrical pin. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.